Event description:
It was reported that this patient with this electrode experienced a sinus tachycardia in which noise and oversensing of t waves occurred, followed by an inappropriate shock which converted the rhythm. It was noted this could possibly have been bundle branch block. This patient was in her garden doing some work at the time. This patient started on medication and will follow up with the physician. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to d4: model number and catalogue number, from 3400 to 3010.

Event description:
It was reported that this patient with this electrode experienced a sinus tachycardia in which noise and oversensing of t waves occurred, followed by an inappropriate shock which converted the rhythm. It was noted this could possibly have been bundle branch block. This patient was in her garden doing some work at the time. This patient started on medication and will follow up with the physician. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.